Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield would either break off or would not align with the needle. This occurred with 20 from lot# 2342202 and an unknown lot. The following information was provided by the initial reporter, translated from dutch to english: the safety cap sometimes goes next to the needle, in other cases the cap breaks off.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2342202. D.4. Medical device expiration date: 30-nov-2027. H.4. Device manufacture date: 16-jan-2023. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 4-apr-2023. Bd received 4 samples and 10 photos for investigation. The 4 samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was observed in 1 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism and bent cannula. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield would either break off or would not align with the needle. This occurred with 20 from lot# 2342202 and an unknown lot. The following information was provided by the initial reporter, translated from dutch to english: the safety cap sometimes goes next to the needle, in other cases the cap breaks off.